Event description:
It was reported that the handle was not ratcheting. Rachet handle was jammed. The event timing was during biomedical engineering test/check. There was no harm or delay reported.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete

Manufacturer narrative:
(B)(4). Review of the most recent repair record determined the handle would not ratchet; the ratchet was jammed. The ratchet gear, spring, ball detent, and ratchet handle were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information.